Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise over-sensing which was reproducible with isometric movements and led to pacing inhibition. Programming changes were made. The patient was stable.